Event description:
Related complaint: 2134265-2010-02531. It was reported that during a percutaneous coronary interventional procedure, unstable speeds while in dynaglide were noted. It was noted that when the dynaglide foot pedal switch was depressed to activate dynaglide mode during burr removal, the user was able to toggle between dynaglide on and off on the rotablator console. The clicking sound usually associated with the foot pedal depression to convert between modes was heard. Once the system was in dynaglide mode, the following observation was made: "but we noticed that when it switched on the speed was not regulated at the lower setting, it actually went higher, above 90000 rpm (+-120000)." There was no indication of any problems or complications experienced in regards to patients when requested.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested together in the fremont cis lab using a rotalink 1.75mm burr. The foot pedal functions properly. There is some light abrasion evident on the dynaglide connector o-ring, but there is no gas/air leakage from the connection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is caused by other device. (B)(4).

Event description:
Related complaint: 2134265-2010-02531. It was reported that during a percutaneous coronary interventional procedure, unstable speeds while in dynaglide were noted. It was noted that when the dynaglide foot pedal switch was depressed to activate dynaglide mode during burr removal, the user was able to toggle between dynaglide on and off on the rotablator console. The clicking sound usually associated with the foot pedal depression to convert between modes was heard. Once the system was in dynaglide mode, the following observation was made: "but we noticed that when it switched on the speed was not regulated at the lower setting, it actually went higher, above 90000 rpm (+-120000)." There was no indication of any problems or complications experienced in regards to patients when requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)